Event description:
Catheter snapped inside of pt. Approx 10cm of catheter remains in ivc of pt. Removed surgically.

Manufacturer narrative:
Received one used sample for eval. The problem description states that the catheter broke inside of pt; however, a second portion of the catheter tubing was not returned with the used sample. The visual observations on the returned sample showed that the catheter tubing and the strain relief were in the manufactured position, perfectly attached to the bushing. The catheter tubing is about 20.5 cm long and is wavy along the length, which indicates that the catheter tubing may have been stretched while inside of the pt. The microscopic enhancement of the areas of separation showed uneven and curly edges. This is an indication of stress and to the stress of the catheter. The results of investigation were compared to the instruction for use and risk management documentation. The issue most likely occurred due to excessive stress applied to the catheter during use. Per the IFU, actions that could compromise the integrity of the catheter are improper securement of the catheter, use of improper syringe size, or use of forceps while removing. Based on the review of the related device history records, this lot did not show any issues related to the catheter breakage.